Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was treated on (B)(6) 2019 in the right coronary artery with a 3.5x28 mm and a 3.5x12 mm xience sierra stent in the right coronary artery (rca). The patient was discharged. On (B)(6) 2019 the patient returned complaining of chest pain and had another procedure on (B)(6) 2019 during which it was seen that one of the xience sierra stents had fractured. During the procedure, it was attempted to balloon and re-stent the mid rca and a perforation occurred. The perforation was covered with 2 new stents. While in recovery, the patient experienced ventricular fibrillation, cardiac arrest, coded, was intubated and needed resuscitation. The patient is now recovered and discharged. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of angina, perforation and ventricular fibrillation are listed in the xience sierra, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. The investigation determined the reported stent break and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was provided: the stent that fractured was the 3.5x28 mm xience sierra. The physician stated that the fracture was likely due to the anatomy as the lesion was in a heavily calcified and tortuous rca. Both procedures were difficult; however, at the end of the first procedure on (B)(6) 2019, the stent was not fractured. No additional information was provided.